Event description:
Images of cta slices from several studies were reviewed. The slides were of low resolution, without scale, and therefore limited the extent of the film review. Films pre-implant showed that the aaa contained thrombus; the left common iliac artery was acutely angulated at its origin as well as calcified. The right iliac was less tortuous; the distal aorta was large. Cta's 7-days post-implant show that the stent graft was placed just below the renals, with the ipsilateral limb and extension on the right side. The left/contralateral limbs make an acute lateral bend as they route into the left iliac; however no obvious thrombus is seen. The 1-month post implant study showed no noticeable change in stent graft in-vivo configuration compared to the earlier post implant study. No occlusion is seen within the contralateral/left limb; however, thrombus is seen within the bifurcate limb at the level of the flow divider. No stent graft kink or compression is seen; the cause of the occlusion seen in the ipsilateral limb could not be determined from these images. The cause of the reported contralateral limb occlusion was likely due to the angulated and calcified left iliac artery.

Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (occlusion); lack of informaton (unknown cause of occlusion in the ipsilateral limb). Conclusion: known inherent risk of procedure (occlusion); lack of informaton (unknown cause of occlusion in the ipsilateral limb).